Event description:
During an atrial fibrillation (afib) procedure, it was reported the noise occurred on both carto 3 and the recording system when the lasso catheter was connected. When the adaptor was pulled off from the piu, the noise disappeared. But the issue reoccurred when the adaptor was connected to the piu again. The procedure was completed without checking pvi reentry. The procedure was completed without patient's consequence. Additional information received on (B)(6) 2014 stated the signal noise occurred on both carto and the recording system at the same time. The physician was unable to interpret either bs and all ic recordings due to the noise. The awareness date of this event is reset to (B)(6) 2014.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).